Event description:
It was reported by svc report that the power cord was sparking from the prong attached to the black wire. The customer could not determine if there was pt involvement or if there were adverse consequences to report.